Event description:
It was reported that the patient underwent a surgery of his ambicor penile prosthesis (app) due to a fluid loss. The device was removed and a new inflatable penile prosthesis (ipp) was implanted. There were no patient adverse effects to the patient in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.